Manufacturer narrative:
The customer reported event of autopulse platform system (sn (B)(4)) displayed ua45 (not at "home" position after power-on/restart) error message twice was confirmed per archive data, but it could not been replicated during functional test. There was no device malfunction, the autopulse platform functioned as intended. During visual inspection, there was no physical damage observed on the returned autopulse platform system. During initial functional test, the autopulse platform system passed initial functional test without any fault of error. Per review of the archive data, multiples faults of ua45 error messages were found on (B)(6) 2019, thus confirming the reported complaint. User advisory is a clearable error message and is designed into the platform to alert the operator that autopulse has detected one of several conditions. It is likely that the user has cleared the ua45 (shaft not at "home" position occurred. The lifeband straps were not pulled completely out prior to turning the device on.) Before returning the platform for evaluation. The autopulse user guide instructs to clear ua45, the operator needs to pull up the lifeband until the chest bands are fully extended. This action will move the driveshaft to its home position. The user advisory will persist until the driveshaft is returned to its home position. Following the service, the autopulse was subjected to the run-in test using the 95% patient large resuscitation test fixture (lrtf) with good known test batteries until discharged without any fault or error. The brake gap inspection was performed and verified the brake gap was within the specification.

Event description:
It was reported that the autopulse platform system (sn (B)(4)) displayed ua45 (not at "home" position after power-on/restart) error message twice during a code. This is the only information provided. No patient information is available.